Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience xpedition instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported procedure was to treat lesion in the right coronary artery. The lesion was pre-dilated and then the 2.50x23 mm xience xpedition stent was deployed at 15-16 atmospheres. A distal edge dissection was noted. Another xience xpedition was used to treat the dissection and the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.